Manufacturer narrative:
Additional information has been received. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, h3, h6, and h10. The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found that the intermittent image was due to a bad cable unit. Additional evaluation findings were as follows: a worn out/disclamation whole unit and the device failed water leak test from the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is most likely that an intermittent image was displayed because of the communication failure that occurred due to a faulty cable. The reported phenomenon was not reproduced during the repair of the device. Therefore, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that when the urologist started the procedure, the image on the hd camera head was incomplete. The issue occurred during a therapeutic urological procedure (implanting a double j to the patient). The patient anesthesia was not extended. The image appears on one side of the camera. The procedure was completed with the same camera with the image split. There was no delay and no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.